Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. An x-ray revealed the lead had dislodged. The lead was ex planted and replaced. No patient complications have been reported as a result of this event.